Event description:
(B)(4). Since the day I had essure implanted, I have had chronic gnawing pelvic pain, bloating which worsens with intercourse but then does not go away easily, joint pain, fatigue, mood swings, hot flashes, night sweats, inflammation throughout my body, and was diagnosed with graves' disease in 2014 almost exactly 1 year after insertion. I had never had any major medical issues in my entire life prior to this. I cannot lose weight, yet I'm never sure if it's actual weight, or an aggravated inflammatory response causing the bloating. I do not have any nickel allergies, but the pet fibers are enough to trigger an autoimmune response. I will probably wind up with cancer because I cannot afford to have this device removed. I have two young children, (B)(6), who need their mommy. I am praying for a miracle to get this devilish device out of me.